Event description:
The customer reported intermittent opcheck failure for pads/therapy cable. Pads and shock equipment malfunction errors were noted. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptoms was verified. The therapy pca was replaced to resolve the issue. The device was returned to the customer site after passing all required testing.